Manufacturer narrative:
H.6. Investigation: DHR was performed and no quality notifications or maintenance records related to the provided batch number were observed. No samples / photos of reported incident were received to analysis. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that a foreign particle was found inside the needle precisionglide 16x1-1/2in before use. The following information was provided by the initial reporter, translated from portuguese to english: "it was found a particle inside a hypodermic needle."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a foreign particle was found inside the needle precisionglide 16 x 1-1/2 in before use. The following information was provided by the initial reporter, translated from portuguese to english: "it was found a particle inside a hypodermic needle."